Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, waveform not reading correctly when placing PICC. Doesn't have other sensors. Have tried multiple ultrasounds and having the same issue on each. Biomed not able to test unit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of waveform not reading correctly when placing PICC was confirmed. There is a cut in the usb cable jacket that exposes the braided shielding. The usb cable is discolored. The usb port on the end of the sensor cable is bent at an upward angle. The sherlock sensor stops functioning when the usb cable end strain relief is moved. The root cause is material failure of the usb cable due to device use.